Event description:
During a ptca/stent procedure, of a 90% occluded circumflex, a stent was mounted on the dilatation catheter. After inflating to 1 atm, attempts were made to reposition the catheter. At this time the resistance was felt during movement of the catheter, so force was applied to remove the catheter. The distal portion of the balloon subsequently separated from the shaft of the dilatation catheter. The pt was sent to surgery for coronary bypass surgery. It was reported that the pt experienced a cva post operatively. Pt expired approx one week later.